Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention/myocardial infarction. Device issue: dislodged stent. It was reported that the stent did not move during prep. Predilation was performed with another company's 2.5 mm balloon and engaged in the right coronary artery (rca) with a 6 french guiding catheter. Then, the lesion was crossed with a .014 guide wire and an attempted to advance the 2.75x12 promus in the rca that had been previously stented in a previous case. There was resistance while advancing. The promus stent delivery system (sds) was pulled back and the stent got stuck on the previously placed stent and came off of the delivery catheter. No excessive force used and an attempt was made to pull the sds back into the guiding catheter before it dislodged. The vessel was very tortuous and calcified. The stent did not embolize. The patient did experience a ckmb bump; subsequently, it was determined that the patient did have a small myocardial infarction. The stent remained in the patient and the patient was sent to another hospital where they stented over the top of the stent, using the crushing technique. No additional event or patient information is available.